Event description:
Patient presented to the physician with nerve pain at the neck radiating to the ear, resulting in headaches that had persisted since the implant procedure. Physician administered injections and prescribed pain medication for treatment.